Manufacturer narrative:
Added information to section d6b (implant date), d9 (device availability) and e1 (contact) updated section b4 (date of this report), g3 (date received by manufacturer), h6 (health effect - clinical code) and h6 (type of investigation). H3: product evaluation: customer report of regurgitation could not be confirmed through visual observations. X-ray demonstrated wireform intact. Suture holes were visible around the sewing ring. No other visible inconsistencies were observed on the valve. H10: additional manufacturer narrative: updated b5 per new information received. Edwards received notification that this valve model 7300tfx27 implanted in the mitral position was explanted at implant due to severe central regurgitation. As reported, after saline test, it was observed by eyes and found that the leaflets could not close completely. Reportedly, the gap in the middle of the valve was relatively large. According to the relevant personnel, they have forgotten whether they have completed the tricentrix operation. Another valve of the same model but one size smaller (25mm) was successfully implanted in replacement. A smaller valve was used because there was no valve of the same size available at that time. The patient did not suffer any injury or adverse event due to the explant at implant. The patient was noted as to be recovering after procedure and was discharged. Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Edwards received notification that this valve model 7300tfx27 implanted in the mitral position was explanted at implant due to severe central regurgitation. As reported, after saline test, it was observed by eyes and found that the leaflets could not close completely. Reportedly, the gap in the middle of the valve was relatively large. According to the relevant personnel, they have forgotten whether they have completed the tricentrix operation. Another valve of the same model but one size smaller (25mm) was successfully implanted in replacement. A smaller valve was used because there was no valve of the same size available at that time. The patient did not suffer any injury or adverse event due to the explant at implant. The patient was noted as to be recovering after procedure and was discharged.

Event description:
Edwards received notification that a valve model 7300tfx27 implanted in the mitral position was explanted after an unknown implant duration due to severe regurgitation. A valve model 7300tfx25 was implanted in replacement. The patient was noted as to be recovering after procedure.

Manufacturer narrative:
The device was not returned for evaluation. Attempts to retrieve the device is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.